Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on wednesday with blood glucose of 600 mg/dl. The customer's current blood glucose is 502 mg/dl. The customer experienced the symptoms such as dizzy, cannot concentrate for anything. Troubleshooting was done for high blood glucose and under delivery. The customer also stated that the cannula was bent. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.